Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following reportable issues: there was deterioration of the objective lenses gluing with missing parts. The following non-reportable malfunctions were found during the device evaluation: the winding thread was visible with deterioration of the distal end rubber adhesive, the light guide connector is damaged. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had the distal lens missing and damaged. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there was deterioration of the objective lenses gluing with missing parts. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the ob-lens glue deteriorating could not be identified. However, it¿s likely the cause is related to the application of physical/chemical stress during user handling. Olympus will continue to monitor field performance for this device.